Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tcmc-ICU drawers 3.1 and 3.2 were not detected on the bus followed an upgrade performed the previous night. All pockets within these drawers were offline and required maintenance. Attempts to recover the drawers and reboot the station were unsuccessful on resolving the issue. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 were failed and not detected on bus. A field service engineer identified a faulty pyxibus module controller board affecting main drawers 3.1 and 3.2, replaced the board, and verified functionality through testing in the hardware test application. The system functioned as intended after the field service engineer repaired the device.